Event description:
Event description boston scientific received information that during the device replacement procedure, this pacemaker was successfully implanted and connected to the intermedics lead; however the setscrew was not seated. Immediately after the procedure, the patient experienced symptoms of dizziness and an electrogram demonstated oversensing. Three month later, the lead was programmed to bipolar sense, which no relief in the patient's symptoms were noted. Eight months later, the patient was admitted to the hospital and monitored, which an electrocardiogram verified exit block. During the explant procedure, blood was noted in the lead's insulation. At that time, it was verified that all setscrews were properly seated. The device was removed and will be returned for analysis. The lead was surgically abandoned and replaced.